Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "skipped operation". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labelling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that customer opened the dignishield case and said there was no bag inside. However, the customer did mention someone could have taken it out and left the case in the supply room. Per follow up via email on 15may2023, it was reported that the unit secretary reported this event without all the details and there was no sample available to return for evaluation.

Event description:
It was reported, that customer opened the dignishield case. And said there was no bag inside. However, the customer did mention someone could have taken it out, and left the case in the supply room. Per follow up via email on (B)(6) 2023. It was reported, that the unit secretary reported this event without all the details. And there was no sample available to return for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.